Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the u/d and the r/l pulley wires fluid damage, the ccd module with drive pcb fluid damage, the lcb (light carrying bundle) fluid damage, the ccd drive pcb fluid damage, the lg connector fluid damage, the operation channel (primary) buckled, the insertion flexible tube buckled, the light guide cable buckled, the control body corroded, the insertion flexible tube crushed, the operation channel (primary) leak, and the u/d and the r/l pulley wires worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.